Manufacturer narrative:
Health effect impact code updated. The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A relationship, if any, between the subject device and the reported event could not be determined. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection prior to arthroscopy procedure, one metal of the set meniscus mender ii disposable head of the loop was detached from the body. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.